Event description:
Obi imaging arms can lead to geometric positioning errors. There was no injury to patient or user as a result of this event, as the issue was discovered during varian's evaluation.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.